Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chest pain, tachycardia, shock, multigravida, parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2010)) and c-section (delivery of second child). Previously administered products included for pregnancy prevention: mirena from 2007 to (B)(6) 2009. Concurrent conditions included asthma, ovarian cyst, dyspnea, flank pain, hives, jaundice, respiratory failure, vomiting, chills, fever, flushing, hematuria, urticaria, anxiety, epigastric pain and atelectasis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), headache ("headaches"), dyspareunia ("pain during intercourse"), migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal/heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced mood swings ("hormonal changes describe: mood swings") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy; left- salpingectomy; right salpingo-oophorectomy; lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, headache, dyspareunia, mood swings, vaginal haemorrhage, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. Plaintiffs procedure included total hysterectomy; left- salpingectomy; right salpingo-oophorectomy; lysis of adhesions and removal of segments of plaintiff's essure coils, such coils having been located in her left and right cornu hcg urine-negative (B)(6) 2011: vaginal exam: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 729920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chest pain, tachycardia, shock, multigravida, parity 3 (((B)(6) 2004, (B)(6) 2007, (B)(6) 2010)) and c-section (delivery of second child). Previously administered products included for pregnancy prevention: mirena from 2007 to (B)(6) 2009. Concurrent conditions included asthma, ovarian cyst, dyspnea, flank pain, hives, jaundice, respiratory failure, vomiting, chills, fever, flushing, hematuria, urticaria, anxiety, epigastric pain and atelectasis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), headache ("headaches"), dyspareunia ("pain during intercourse"), migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal/heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced mood swings ("hormonal changes describe: mood swings") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy; left- salpingectomy; right salpingo-oophorectomy; lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, headache, dyspareunia, mood swings, vaginal haemorrhage, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. Plaintiffls procedure included total hysterectomy; left- salpingectomy; right salpingo-oophorectomy; lysis of adhesions and removal of segments of plaintiff's essure coils, such coils having been located in her left and right cornu. Hcg urine-negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received : new events: mood swings, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, fatigue were added. Reporter, patient demographic information, all other relevant history updated. Product batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("severe back pain"), headache ("headaches") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total hysterectomy; left- salpingectomy; right salpingo-oophorectomy; lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. Plaintiffs procedure included total hysterectomy; left- salpingectomy; right salpingo-oophorectomy; lysis of adhesions and removal of segments of plaintiff's essure coils, such coils having been located in her left and right cornu. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.